Event description:
It was reported that this pacemaker was part of the system revision due to pocket infection. Reportedly, the implantable leads were cut at the access part into the vein and was left inside the vasculature. No adverse patient effects were reported. The pacemaker was explanted. Due to the limited information received, further follow-up to obtain related details was not possible.